Event description:
A clinical manager reported three patients experienced toxic anterior segment syndrome (tass) one day following cataract extraction surgery. All three surgeries occurred on the same day. The patients from four additional procedures that day did not experience tass. The facility reported they are not blaming any product and do not know the cause of tass at this time. They have requested a tass consultant to visit their facility to help determine the cause of tass. The consultant's visit is pending at this time. Additional information was received. This patient ((B) (6)) was referred to a retinal specialist, had aqueous and vitreous cultures taken (results were negative) and was treated with medications. This patient's symptoms of corneal edema and blurred vision were reported to have improved, but have not resolved. There are three medical device reports being filed for this event; this report is for the third patient.

Manufacturer narrative:
The device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional information was requested on 12/22/2009, 12/23/2009 and 12/28/2009 by phone, fax, mail and email. A completed questionaire was received. A tass information packet was offered and provided to the facility upon their request. (B) (4). (B) (4). (B) (4).